Event description:
It was reported the patient is displaying a >200ohm shock impedance. This value appeared on (B)(6) 2019 and the alert was discharged by someone in the center. They have seen it now. We have explained that the therapy may be compromised and that we suspect the electrode may have broke. The patient is going today to the hospital to be hospitalized. Tomorrow we will perform a fu to check the shocking vectors. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).